Event description:
Pt went in for a radiology procedure to insert a vena cava greenfield filter because of a history of deep vein thrombosis, during the procedure and deployment of the filter, the filter travelled into the pts heart and deployed, the filter was snared several times unsuccessfully and the pt coded, the pt went into distress, and the pt was not successfully resuscitated, a heart surgical consult was called but not performed.